Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that this was the first pod worn on their arm was applied (B)(6) 2022. They removed the pod after 3 days of wear and then noticed a huge lump under the arm where the pod was applied. They reported there was pain at the pod site. The pod site was not better so they sought medical attention. They were diagnosed with an infection. The patient was prescribed cephalexin 50mg and was directed to apply 3 times a day for 7 days.